Event description:
The customer contacted baxter's technical service center to report program changed by device on the homechoice (hc) machine during use, patient connected in dwell. The baxter technical service representative (tsr) initiated a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite (home choice return instrument test/evaluation) electrical test and the rite functional test passed specifications. During the evaluation, the reported issue was unable to be confirmed and the assignable cause was undetermined. A service history review revealed that no issues that may have contributed to the issue of program changed by device.